Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge with 300 units of insulin. Subsequently, the insulin gauge remained at 60 units until the end of the cartridge use and the fill estimate adjusted properly. The customer's blood glucose (bg) level was around 300 (mg/dl) at the time of the event. A bolus via the pump was delivered to address bg level.